Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-41, lot# va0d2r7, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect after a fall on (B)(6) 2014. The patient worked at a store and slipped on butter and landed on her back. Twelve days later it was reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient listed an appointment for (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.